Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the haptic of the lens was bent toward the corneal endothelium from the time of implantation, and the corneal endothelium was slightly reduced at the postoperative checkup. Visual acuity was good, and there was no particular health harm report from the patient. No further action was taken, and the patient was being followed up. The product still remains in the patient's eye. Corneal endothelial cell density was a little over 2,000 preoperatively, but was about 1,200 to 1,500 postoperative. When the density was lowest, it was about 700 on an unknown date. In surgeon opinion the haptic of the iol was bent and may have been slightly touching the corneal endothelium.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.11. The product was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The root cause for the reported haptic damage could not be determined. The lens remains implanted. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Information was provided that the cell count testing machine is old, so there is a problem with the reliability of the test data. The manufacturer internal reference number is: (B)(4).